Event description:
The device was returned for service. During service, baxter svc tech reported that the pump powered up with failure code 715 on channel b. According to the facility's biomedical engineer, no pt injury or need for medical intervention has been reported. Biomed stated they have no record of any pt incident involving the pump since the last baxter service event.